Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that modular cable required an exchange. A new modular cable could not be connected patient¿s driveline. No bent pins were noted. Ventricular assist device (vad) coordinator tried three separate times to connect. In between each attempt, they went back to the old cable. Patient was stable.

Manufacturer narrative:
Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported "damage" to heartmate 3 modular cable lot number 204037 could not be conclusively determined as no images were provided by the account and no product was returned for evaluation. The account reported that heartmate 3 modular cable lot number 204037 was exchanged due to unspecified damage. During the exchange, the center attempted to connect a new heartmate 3 modular cable, lot number 10033675, three separate times but could not (refer to MFR 2916596-2024-02878 for evaluation). The patient was placed back on heartmate 3 modular cable lot number 204037 after each attempt before a different heartmate 3 modular cable was ultimately attached successfully. Heartmate 3 modular cable lot number 204037 was discarded, and no further information will be provided. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for heartmate 3 modular cable lot number 204037 were reviewed and showed no deviation from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use, rev. C, and heartmate 3 left ventricular assist system patient handbook, rev. D, contain information on use, exchanging, and caring for the modular cable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was exchanged due to damage.